Manufacturer narrative:
H.6. Investigation: DHR, maintenance record analysis and quality notification analysis were performed and no deviation was found for this batch. No samples / photos were sent by the customer making it not possible to perform an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From this information it is not possible confirm the complaint.

Event description:
It was reported that needle 18x1-1/2 ll eclipse had foreign matter in the saline solution. This was discovered after use. The following information was provided by the initial reporter: inpatient was scheduled to infuse melfalana 292.6mg. After preparation at the time of the conference, the presence of a particle within the 0.9% saline solution and b braun pump equipment was detected. The bag was sent to the chemotherapy area for analysis. As a conduct, our team performed a new manipulation, as the bag was contaminated. By checking, it is a contamination originating from the perforation of the bottle through the 40mmx1,2mm needle (manufacturer bd).

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. FDA device problem code: 2944, FDA patient problem code: 2645.

Event description:
It was reported that needle 18x1-1/2 ll eclipse had foreign matter in the saline solution. This was discovered after use. The following information was provided by the initial reporter: inpatient was scheduled to infuse melfalana 292.6mg. After preparation at the time of the conference, the presence of a particle within the 0.9% saline solution and b braun pump equipment was detected. The bag was sent to the chemotherapy area for analysis. As a conduct, our team performed a new manipulation, as the bag was contaminated. By checking, it is a contamination originating from the perforation of the bottle through the 40mmx1,2mm needle (manufacturer bd).